Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient encountered 8 infusion sets cannula kinked events within 3 hours after insertion. The site of insertion was thigh or upper buttocks. The blood glucose was reported 435 mg/dl and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.